Manufacturer narrative:
Final analysis found the ventricular connector dimensions were normal and within specifications. Test leads could be fully inserted/removed without difficulty. The lead associated to the device issue reported in the field was a competitor lead and the dimensions and contours were unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled pulse generator change out procedure, the physician had difficulty removing the ventricular lead from the device header. The device was explanted and replaced. The patient was in stable condition post surgery.